Event description:
Patient reported left side tightening. Healthcare professional reported exchange due to the patient's concern with the product. Physician later reported "capsular contracture of implant", baker grade unknown. Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: visibility/ palpability: unable to observe as it is not related to the device. Anxiety ¿ product procedure: unable to observe as it is not related to the device. Capsular contracture: unable to observe as it is not related to the device. As per the investigation procedure, (deformation, creases, wear abrasion and particles) was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of "capsular contracture " is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown.

Event description:
Patient reported left side tightening. Healthcare professional reported exchange due to the patient's concern with the product. Physician later reported "capsular contracture of implant", baker grade unknown. Device has been explanted and replaced.